Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted a call service alarm. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, a review of the black box and alarm history showed multiple call service alarms on 01/12/2014.the pump powered on and emitted a call service alarm that could not be cleared. Evaluation revealed that an internal component on the printed circuit board failed. When the component was replaced and reprogrammed, the pump was able to power up and to display the verify¿ screen. The unit was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.